Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Surgeon was implanting glenosphere, as he impacted with mallet instrument screw/ threaded part broke in middle of threads where glenosphere dome ends. Surgeon was torquing on instrument a little too much. A delay in case flow was reported (length unknown).

Manufacturer narrative:
Correction: refer to h6 patient code. The reported event could be confirmed. During the investigation, the device inspection revealed the following: the tip of the glenosphere holder - piston shows a clean break of the tip towards the middle of the threaded area. The surface is finely fissured and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device (which is confirmed by the event description), most probably combined to the fact that the impactor was not fully engaged/ not in alignment to the glenosphere. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon was implanting glenosphere, as he impacted with mallet instrument screw/ threaded part broke in middle of threads where glenosphere dome ends. Surgeon was torquing on instrument a little too much. A delay in case flow was reported (length unknown).